Event description:
The dr was unable to insert the iab through the sheath. On 8/12/98, the following was reported to datascope: the sheath kinked on insertion. There was no pt injury or complication as a result of the event. [Event complications]: unk-rpt'd 6/30/98; none-rpt'd 8/12/98. [Pt's current status]: unk-rpt'd 6/30/98.